Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed two smart coils and twenty non-penumbra coils in the target vessel. Next, while attempting to advance another smart coil, the physician experienced strong resistance and the smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil, twenty other coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced while advancing the device. During functional testing, the smart coil was unable to advance within its introducer sheath due to the mid-joint being retracted proximal to the friction lock. The introducer sheath was therefore removed distally, and the smart coil was properly re-sheathed. The smart coil was then able to be advanced through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.